Manufacturer narrative:
Corrected data: upon further review the information provided in the initial MDR report # 2020664-2021-07350 providing implant date as (B)(6) 2021 was incorrect. Therefore, the following field is being corrected to reflect the correct information: section d6: if implanted, give date: (B)(6), 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 10/5/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The reported event cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, and ethnicity: unknown/ not provided. Email address: unknown/not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an implantation of intraocular lens (iol) model zfr00v in his left eye. Patient complained of glare and halo vision, which caused him discomfort during activities at night. The iol was explanted and replaced with another manufacturer's lens. The far vision readings pre and post operative visual acuity values were 0.5 and 0.7, consecutively. No further information is available.